Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and replaced the gde (gas delivery engine). Ovp (operational verification procedure) was performed and all tested okay according to factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator keeps alarming low fio2/fraction of inspired oxygen even while being plugged into wall.